Manufacturer narrative:
The procedure followed to install the hardware kit indicates first of all to "cut off energy supplies". The fse asked by email that the laboratory electrical power supply was off, but the main electrical panel was still connected to power. The fse did not checked that the circuit was dead before starting the replacement and did not cut off the automation system power supply as recommended in the procedure. The event was caused by the fse error. The hardware kit and the installation procedure were reviewed and there is no need of changes. The automation system is performing as expected. No further actions are required.

Event description:
An inpeco fse received an electrical shock while he was working on the automation system, specifically his right hand touched a live 240v wire while he was replacing the circuit breaker of a distribution board of the high volume storage.